Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. The customer troubleshot with technical support;replaced the filters and the ventilator was returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a blower temperature high error code. No patient harm reported. The event date was not specified; estimate used.